Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was found deceased at home by a family member. The patient had been seen the week prior in clinic and was stable. When the patient was found, he was in bed attached to the power module with the pump running and a low flow alarm active. It was noted that jars containing urine were nearby at the patient¿s bedside and vomit was also noted near the body. An autopsy was declined by the patient¿s family.

Manufacturer narrative:
The reported event of a low flow alarm was confirmed based on the information recorded in the log file. The data log file retrieved from the returned system controller contained approximately 7 days of data. On the date of the reported event, the pump power decreased to 3.8-4.0 watts, the average pulsatility index was 3.1-3.4, the flow estimation decreased below 2.5 lpm and low flow hazard alarms were recorded. The system controller was functionally evaluated and the investigation determined the system controller was operating as expected. The system controller operated a mock circulatory system with no unusual events or alarm conditions observed. The expected estimated flow displayed was identical to the values calculated by a test system controller. The investigation was unable to identify a correlation between the atypical events in the log file and the returned system controller. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year, 4 months. (Calculated from the date when the system controller was issued to the patient). The device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.